Event description:
It was reported to philips that the system was unable to power on. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. Analysis of system log file showed errors related to the reported malfunction. Upon troubleshooting, fse found that the leds on ny16 are out, and power supply components were defective. To resolve the issue, fse replaced the pdu fantray and dcps and returned it to philips for further analysis. The analysis of pdu fantray and dcps confirmed that the malfunction was due to the power supply unit 04 failure caused by the electrical overstress. However, after the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.